Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It is reported that the thread broke off when the suture was removed from the race pack.

Manufacturer narrative:
Samples received: (B)(4) unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch. There are (B)(4) units in stock. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.